Manufacturer narrative:
The device has not yet been received for eval. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the customer experienced elevated blood glucose levels (300-400 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer switched to his previous pump to stabilize his blood glucose levels.